Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed opening assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.